Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the doctor noted the patient had a lead that was left in place. There was a question of whether it was infected. The doctor didn¿t think it was. That patient subsequently died of a stroke that was unrelated.

Event description:
It was stated there was another case in the past two weeks prior to report in which he had to remove a lead and it broke. No additional information was known at the time of report.